Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-46388.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and that the issue was not resolved with three complete set changes. The blood glucose ran as high as 500 mg/dl. The customer treated with manual injection. The customer reported that the issue had been resolved eventually with a complete set change. The reservoir was not returned for analysis.